Manufacturer narrative:
The unit returned to alphatec and case logs were reviewed. It was determined the response does not appear to be coming from the safeop system as it did not occur at regular intervals, and it does not match the intensity or shape normally seen from a temg response. In addition, it does not appear to be a physiological issue, as the waveform observed in the left biceps femoris were extremely consistent throughout the case. The root cause of this artifact is likely a result of another electro monitoring system that may have been attached to the patient.

Event description:
It was reported during a case involving a safeop unit low temg thresholds occurred across multiple surgical levels. The surgeon aborted the case. It is unknown if the low values were artifact. The sales rep is confident the bovie pad wasn't near leads and that stim return as well as ground were in correct locations.